Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The sl360 manubrium bone punch (item# 74-1193, lot# unk, qty 2) were not returned for investigation and no photos were provided. For these reasons, no functional testing or visual evaluations could be conducted. The dhrs for these devices could not be reviewed due to the lot numbers remaining unknown. There are no indications of manufacturing defects. For this part (74-1193) in the previous one year (from the notification date) regarding the punch bending during use, there is a complaint rate of 0.37%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two (2) instruments bent while attempting to punch a hole in the patient's manubrium. A drill bit was used to punch a hole in the manubrium to enable a sternal closure cable to pass through. A surgical delay greater than thirty (30) minutes was reported. No additional patient consequences have been reported.